Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city:

Event description:
It was reported that balloon rupture occurred. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilatation, however, during the procedure the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient injuries reported and the patient condition was good.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter city: (B)(6). E1: initial reporter first name updated.

Event description:
It was reported that balloon rupture occurred. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilatation, however, during the procedure the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient injuries reported and the patient condition was good. It was further reported that the target lesion was 90% stenosed and severely calcified.